Event description:
It was reported that during the procedure in the mid right coronary artery, the lesion was pre-dilated using a non-abbott balloon. The xience v stent system was advanced and during the first inflation of the balloon, ruptured occurred at 6 atmospheres. The stent was not deployed and the stent system was removed from the anatomy. A non-abbott stent was implanted and post-dilatation was performed successfully to complete the procedure. There was no adverse pt effect.

Manufacturer narrative:
(B)(4). Eval summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as mildly calcified and 90% stenosed, which may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. The balloon material may have been damaged (scratched) during interactions with other devices and/or the calcified lesion such that upon inflation attempt, the balloon ruptured. Ultimately, return of the stent delivery system (sds) may have aided the eval in determining a cause for the experienced rupture. To ensure this type of damage is not a result of potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this instance, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined, however, there does not appear to be any indication of a product quality deficiency.